Event description:
This device was not used on the patient - prior to use the surgical teck was loading the stapler and inserted the staple load and the surgeon noticed some of the staples sticking up out of the load before use, another staple load was retrieved with the same issue, staples sticking up out the load before it was used.